Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call the pdrn reported the patient has peritonitis and was having draining issues. Per the pdrn, the patient had fibrin and is using heparin. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and increased fibrin production (cloudy effluent fluid). A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The pdrn attributed causality to an unclean showerhead after performing a home evaluation. The patient was reeducated and continues to perform continuous ambulatory pd (capd) until the infection has cleared. Once completed, the pdrn reported the patient will resume utilizing the same liberty select cycler as before. Additionally, the pdrn reported the patient¿s drain complication have significantly diminished since the peritonitis has been treated. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s).